Event description:
Per the clinic, the patient experienced chronic purulent discharge and an extrusion of the electrode lead into the external auditory canal. The device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.